Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella 2.5 device for mechanical circulatory support. While on support, it was noted that patient had 2- 8 second runs of ventricular tachycardia (vt). Vt was resolved while mean arterial pressure (map) was maintained with impella. Impella was successfully weaned and explanted. Patient's condition was stable post procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.